Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was done and observed a bend post on the component y-site. Functional testing including clear passage and pressure tests were performed and revealed the gland of the second y-site clearlink was cut. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial.the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the center of the second y-site. It was further reported that the center of the second y-site was leaking as though a needle had been inserted to create a hole. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.